Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
This is a spontaneous report by a physician and a pharmacist from (B)(6) of septic peritonitis with a culture positive for (B)(6) in a (B)(6) female patient coincident with extraneal viaflex therapy. Around (B)(6) 2010, the patient began treatment with extraneal viaflex (dose, frequency and lot number not reported) intraperitoneally for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient experienced septic peritonitis. The patient received rocephine and vancomycin (dose, frequency and route not reported) as remedial treatment. At the time of this report, the patient was recovering from the peritonitis. It was not reported if extraneal had continued. Medical history and concomitant medications were not reported. The physician believed the peritonitis was not related to extraneal therapy.